Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was found unconscious by a neighbor. Emergency medical services (ems) transported the patient to the hospital. The bg was 700 mg/dl and the cgm was 40 mg/dl. The patient received unspecified treatment in the intensive care unit (ICU) for four days and was discharged in good condition. At the time of the report the patient felt normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.